Event description:
It was reported that the customer went to the emergency room due to an elevated blood glucose (bg) level that was displayed as ¿high¿; however, a specific value was not provided. Cause was unknown. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged 2 days later with the issue resolved and no permanent damage. Customer reverted to an alternate method of insulin therapy. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.